Event description:
String breaks off tampon and just falls to pieces [device breakage]. Case narrative: consumer reported via e-mail that she pulls on the string and it breaks off and falls into pieces. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
String breaks off tampon and just falls to pieces [device breakage] . Case narrative: consumer reported via e-mail that she pulls on the string and it breaks off and falls into pieces. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.